Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('displacement of one of her essure coils') and salpingitis ('tube with evidence of chronic inflammation') .in an adult female patient who had essure inserted for female sterilization. The patient's medical history included: postpartum depression in 2008. Previously administered products, included for allergy: aspirin. Concurrent conditions included: pelvic pain, anemia, shortness of breath, urinary tract infection and nickel sensitivity (rash and hives and all metals). Concomitant products included: baclofen (lioresal), hydroxyzine hydrochloride (atarax), tramadol hydrochloride (ultram) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and salpingitis outcome was unknown. The reporter considered device dislocation and salpingitis to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: event: medical device removal was updated to displacement of one of her essure coils. Event added: tube with evidence of chronic inflammation, reporters information, concomitant drugs and medical history were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: plaintiff fact sheet received. Reporter added. Updated essure indication. Injury event was replaced with medical device removal. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('displacement of one of her essure coils') and salpingitis ('tube with evidence of chronic inflammation'). In an adult female patient who had essure (batch no. 380436), inserted for female sterilization. The patient's medical history included: postpartum depression in 2008. Previously administered products, included for allergy: aspirin. Concurrent conditions included: pelvic pain, anemia, shortness of breath, urinary tract infection and nickel sensitivity (rash and hives and all metals). Concomitant products included: baclofen (lioresal), hydroxyzine hydrochloride (atarax), tramadol hydrochloride (ultram) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and salpingitis outcome was unknown. The reporter considered device dislocation and salpingitis to be related to essure. The reporter commented: right side: 1.5 coils, left side: 9 coils. Discrepancy noted, in date of insertion: (B)(6) 2012 (per mr). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021:mr received: reporters information were added, lot number were added. On 23-mar-2021, wrong source document attached. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displacement of one of her essure coils') and salpingitis ('tube with evidence of chronic inflammation') in an adult female patient who had essure (batch no. 380436-not valid) inserted for female sterilization. The patient's medical history included postpartum depression in 2008. Previously administered products included for allergy: aspirin. Concurrent conditions included pelvic pain, anemia, shortness of breath, urinary tract infection and nickel sensitivity (rash and hives and all metals). Concomitant products included baclofen (lioresal), hydroxyzine hydrochloride (atarax), tramadol hydrochloride (ultram) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and salpingitis outcome was unknown. The reporter considered device dislocation and salpingitis to be related to essure. The reporter commented: right side:1.5 coils left side:9 coils discrepancy noted in date of insertion - (B)(6) 2012 (per mr). Lot number reported (380436) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displacement of one of her essure coils') and salpingitis ('tube with evidence of chronic inflammation') in an adult female patient who had essure (batch no. 380436-not valid) inserted for female sterilization. The patient's medical history included postpartum depression in 2008. Previously administered products included for allergy: aspirin. Concurrent conditions included pelvic pain, anemia, shortness of breath, urinary tract infection and nickel sensitivity (rash and hives and all metals). Concomitant products included baclofen (lioresal), hydroxyzine hydrochloride (atarax), tramadol hydrochloride (ultram) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and salpingitis outcome was unknown. The reporter considered device dislocation and salpingitis to be related to essure. The reporter commented: right side:1.5 coils. Left side:9 coils. Discrepancy noted in date of insertion - (B)(6) 2012 (per mr). Lot number reported (380436) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.